Event description:
It was reported that the cartridge was damaged at the vial adapter, interrupting insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level. Customer loaded a new cartridge to address the issue.